Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 and diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, abdominal cramping, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >2000 mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 1500 mg daily. However, on (B)(6) 2025 the patient¿s peritoneal effluent fluid culture returned positive for propionibacterium acnes, and the patient¿s antibiotics were continued. Upon receipt of the positive blood cultures the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), and the placement of a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issues and was discharged on (B)(6) 2025 in stable condition. The patient is currently receiving rrt at the outpatient dialysis clinic and will return to pd therapy once the infection has cleared. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene by the patient¿s care giver (education provided). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain/cramping and cloudy peritoneal effluent fluid), which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the temporary transition of modality to hd for rrt. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene by the patient¿s care giver. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, propionibacterium species are considered normal flora of the skin, conjunctiva, external ear canal, and exposed mucous membranes. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 and diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, abdominal cramping, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >2000 mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 1500 mg daily. However, on (B)(6) 2025 the patient¿s peritoneal effluent fluid culture returned positive for propionibacterium acnes, and the patient¿s antibiotics were continued. Upon receipt of the positive blood cultures the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), and the placement of a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issues and was discharged on (B)(6) 2025 in stable condition. The patient is currently receiving rrt at the outpatient dialysis clinic and will return to pd therapy once the infection has cleared. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene by the patient¿s care giver (education provided). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.